Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the blood glucose monitor automatically changed the setting and that an extended bolus was delivered instead of a standard bolus. Furthermore, the patient stated that the data given in the logbook was not confirmed as a bolus, resulting in hypoglycaemias.  Therefore, the patient indicated that the bolus recommendations provided by the blood glucose monitor were not correct.